Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. Evaluation summary it was caused due to an excessive force applied on the u/d pulley wire, the ccd cable, and lcb. Replaced parts in this complaint are as follow. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. Image disturbances, lcb broken, pulley wire ruptured.